Manufacturer narrative:
(B)(4).

Event description:
The pt fell over on the motorcycle and struck the area above the implantable neurostimulator site. A year later, the pt was seen in clinic by a field rep. He felt no stimulation using program 2. The therapy impedance was high out of range; the current was low. The pt did not normally use program 2. Program 1 also revealed high out of range therapy impedances. All but 3 bipolar electrode impedances were high out-of-range. The pt felt some stimulation, but not like it used to be. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.